Event description:
It was reported that the user experienced repeated insulin occlusion alerts on the ilet during and after meal announcements. Troubleshooting steps confirmed tubing patency but recurrence until a full supply change was performed; the removed infusion needle was observed bent, and insulin delivery of approximately 0.99 units was recorded across two meal announcements. Customer care provided assistance that included guided troubleshooting, and subsequent full supply change. Investigation of this case revealed that the occlusion alerts were associated with the infusion set and connector, with a bent cannula/needle likely causing intermittent flow restriction that resolved after replacement. Symptoms included no reported adverse clinical effects, with blood glucose values noted in range to mildly elevated. Outcomes included continuation of insulin therapy after supply replacement without need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was infusion set malfunction due to a bent insertion needle leading to occlusion and interrupted insulin delivery.